Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with high, out of range high voltage lead impedance specifically the right ventricular (rv) to can and superior vena cava (svc) to can impedances. Tissue encapsulation of the device was suspected to be the reason for the high, out of range high voltage lead impedance issue. Manual testing was discussed to eliminate lead issue. No intervention has been made and patient was stable.